Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented due to conditions related to copd. Their implantable cardioverter defibrillator (ICD) was interrogated and it appeared that some of the recorded episodes may have been mis-detected and treated as ventricular tachycardia (vt), when they should have been classified as a supra ventricular tachycardia (svt). It was noted that the patient did not recall feeling symptomatic at the time the episodes were recorded/treated. No programming changes have been completed. The device remains in use. It was also noted that the patients device was approaching recommended replacement time (rrt) and their follow-up schedule should be increased. No patient complications have been reported as a result of this event.